Event description:
Reporter alleged obtaining a result of 297 mg/dl back to back with a result of 120 mg/dl on the compact system when testing was performed within 10 minutes. Reporter stated she took her levemir and metformin as she usually would have. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. The customer discarded the strips and so, no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.